Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 13 Pro / 2.9.1 / iOS_17.3.1.

Event description:
It was reported that pump declared a cartridge change error while customer was using insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer contacted Technical Support, inspected cartridge O-ring and pump area for debris, removed misplaced O-ring, cleaned pneumatic tap area, reattached cartridge securely, followed on-screen steps to complete load process, and successfully resumed insulin delivery.